Event description:
S: hd line was dislodged while moving crrt circuit in preparation for head CT. B: pt is a liver transplant on crrt that required a head CT for increasing ammonia, liver transplant patient on crrt, laying low in bed, crrt lined closer to hob so lines were taut. A: I moved the crrt circuit and did not communicate my plan prior to moving the patient. Moving the circuit caused tension on the line causing it to dislodge. R: when preparing to move a patient more communication should be utilized to prevent events regarding dislodgement of equipment. Product did not have wings molded into line. The fused wings disconnected from catheter when tension applied. Care team checked in with the fellow who placed the line and looked up the specific product. This sounds like a manufacturer defect as this wasn¿t a catheter with a groove or attachable wings. This product is supposed to come with wings already molded into the line and we¿ve never had them come apart before. Double lumen 7fr catheter.